Event description:
It was reported the patient's blood glucose level (bg) rose to ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 24 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.